Event description:
It was reported to medtronic minimed that the customer experienced ha13(watchdog timeout) alarm, a17 alarm ram crc error, blank display, unexpected restart alarm and e47 alarm. The customer reported hyperglycemia. The event involved product(s) mmt-751nas. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-751nas was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After battery installation unit power up and display froze after count up followed by an unexpected constant tone. Unable to perform all operating currents within spec ¿stop idle current, run current, , self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify hbg, a17, a13, and a21 due to frozen display. Pump history download using thds was successful. However, there is no data available on ( 05-jul-2020), unable to perform data analysis for hbg, a17, a13, and a21complaint. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. He following were noted during visual inspection: cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, no unexpected blank display noted. However, frozen display was confirmed due to moisture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.